Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female who underwent primary breast augmentation with a mentor smooth round moderate profile 325cc saline prosthesis experienced left sided deflation post procedure. The patient visited the physician¿s office and received a medical diagnosis for the deflation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Additional information was received on (B)(6) 2020. In addition to the left sided deflation reported initially, the patient also experienced bilateral tenderness in her scar tissue. Additional, right sided capsular contracture was also noted. The right sided event is being reported under 1645337-2020-06117. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device 5810311 number, and no non-conformance's were identified. Manufacturer¿s reference number: (B)(4).